Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while using a gen11 generator, when the device was connected a replace hand piece error was displayed. The staff got a new cord. Then the pad burned and the device stopped working. This happened on the first activation. Another device was used to complete the procedure. The rep tested the first hand piece and the device still has half of its life left. The hand piece seemed to work fine during testing therefore the rep is not sending the hand piece in for analysis. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Both buttons were working. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.